Event description:
The sales director from stryker, who was present during the surgery reported the following event: the nail was labeled and engraved to be a right sided nail but corresponds to a left nail. The nail was implanted on the right side of the pt.

Manufacturer narrative:
Device remains implanted. Additional info has been requested and if received will be provided on a supplemental report.